Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (450 mg/dl). Reportedly, the customer believes there is "something wrong with the pump". Customer administered a manual injection and changed the infusion set to address elevated bg levels. Reportedly, bg levels have be "fine" since changing the infusion set.